Manufacturer narrative:
E. Address exceeds character limit: (B)(4). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter: nexiva ga20 leaked during insertion to patient

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of the implicated 20g nexiva device. The photograph displayed the IV catheter had been inserted into the patient and the needle and tip shield had been removed. Red residual material, consistent with blood, was seen in the catheter adaptor and the extension tubing. In addition, blood was also seen on the exterior surface of the septum. It appeared that blood bypassed the septum and leaked from the catheter adapter. Your reported issue was confirmed as leakage at the septum was observed. This was evidence that would relate to a manufacturing related issue due to damage of the septum or canister during assembly due to misalignment or damaged tooling/grippers. During manufacturing, operators perform leak testing and inspections for damaged components per the sampling and quality control plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.